Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt got an "all data lost message" when trying to connect to the ins. Technical services (tss) explained the message to the caller and the caller said that the only button they could press on the message was "end session." Pt did not recently get a new handset. Tss discussed possible sources of the issue and redirected to healthcare provider (hcp). The caller said the pt had a cardioversion last week and did not turn off therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Aller is attempting to connect to ins and saw (B)(6). Caller was eventually able to enter in patient's serial number. Caller attempted to connect but handset will not find ins. Caller reported patient hasn't felt therapy for about a year. Patient was in clinic a week ago and couldn't connect to ins